Event description:
It was reported that pump had repeated cartridge alarms during loading, including alarm 20. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to attempt pump reset and proper loading steps, but alarms continued, customer was advised to contact healthcare provider for backup insulin therapy and assistance while also pursuing an out-of-warranty loaner pump.